Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed. No electrical anomalies were found. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.